Event description:
Reportable based on device analysis completed on 27-nov-2022. It was reported that check saline error occurred. The target lesion is located in the deep veins of the lower extremities. An angiojet solent omni was advanced for thrombectomy. During procedure, a check saline supply error occurred, when catheter was primed and switched console to power pulse mode. The console was reset but the error still existed. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Lot number: reported as either 29165165 or 29165166. Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 26 cm from the tip, the hypotube was clearly broken and completely separated. The device was x-rayed to verify the broken hypotube. The device could not be functionally tested due to the extreme damage on the device. A pressure reading of 2.329 was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken hypotube. Kinks were also confirmed.